Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a revision surgery was performed to remove a screw that broke post operatively and to address pseudoarthrosis. Two screws were removed and replaced with larger diameter screws of the same lengths. This is report two of two for this event.

Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00062.

Event description:
It was reported that a revision surgery was performed to remove a screw that broke post operatively and to address pseudoarthrosis. Two screws were removed and replaced with larger diameter screws of the same lengths. This is report two of two for this event.